Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3487a-56, lot# v014903, implanted: (B)(6) 2007, product type lead. Product ID 3487a-56, lot# v031702, implanted: (B)(6) 2007, product type lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type I and type ii. It was reported tha6 the patient started with a 3998 lead but then developed symptoms in their legs so in 2007 a new ins was placed with quad leads. The quad leads were explanted but it was done by someone who just cut the leads to the wire was coming off at the ins but ended in the patient¿s back. No further complications were reported.

Manufacturer narrative:
Correction: the device code (B)(4) does not apply.

Event description:
Additional information was received from the health care professional (hcp) via a manufacturer representative on (B)(6) 2017 reporting that it sounded like the patient developed leg symptoms in 2006 which was why additional leads were added in 2007. It was later reported that the patient had said the issues started in 2007. The reporting representative did not have clarifying information regarding which representative worked with the patient when they had the symptoms and addition of more leads. It was reported that therapy did not work for their legs so the quad leads were cut in 2008. Additional information was received from a health care professional (hcp) via a manufacturer representative on (B)(6) 2017 reporting that patient weight at the time of the event was unknown. To the manufacturer representative¿s knowledge, the cause was not known. The cut device still remains in the patient. It was not suspected that it would be explanted prior to normal generator exchange in the future. No further complications were reported.